Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs were reviewed. The logs captured that the site performed a tumor resection electromagnetic (em) procedure on the date the issue was reported. From the logs, the site imported 4 computed tomography (CT) exams and a magnetic resonance (mr) exam used in the merge images task, and the site used CT-1, CT-4, and mr-1 exams as reference exams during the merge. Additionally, the site performed multiple registrations with a minimum error metric of 1.82 millimeters (mm). The analyst tried to reproduce this issue in house with demonstration exams but was unable to replicate the reported behavior. Apart from this, logs didn't capture enough information to the reported behavior. However, as per the information available on 2025-oct-08, archives were not available. Codes: b01, c19, d15 h2) please see section d9 for when the logs were available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, serial/lot #: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that even though the merge was completed on the 'merge images' screen, when opening the two dimensional (2d) or three dimensional (3d) on the 'navigation' screen after registration, only the reference image was displayed, and the other merged images were missing. On the 'plan' screen, the merged images were present. Returning to the 'merge images' screen, changing the reference image, and re-registering resolved the issue. There was no patient involvement.

Manufacturer narrative:
G2: foreign country - japan h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.